Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the catheter is very fragile, it keeps bending inside the vein which is unpleasant for the patient and an unsuccessful operation for me. The catheters are no good. Almost everyone I have used from this batch is bending and breaking. We have had patients leave and reschedule due to this malfunction because we can't perform and IV with bending catheters.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-may-2023. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received (B)(4) sealed 20g x 1.16in insyte autoguard devices from lot number 2277674. A functional and visual observation of the samples revealed no damage or defects. The catheters were all in place. A pen and drag test was performed and all units passed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the catheter is very fragile, it keeps bending inside the vein which is unpleasant for the patient and an unsuccessful operation for me. The catheters are no good. Almost everyone I have used from this batch is bending and breaking. We have had patients leave and reschedule due to this malfunction because we can't perform and IV with bending catheters.